Manufacturer narrative:
Initial.

Event description:
It was reported that the user discontinued and sought to return the ilet system, stating the insulin delivery was too aggressive and led to frequent hypoglycemia, including a reported blood glucose of 39 mg/dl, with context of gastroparesis and mild exocrine pancreatic insufficiency and no associated alerts or alarms. Symptoms included hypoglycemia. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.